Manufacturer narrative:
This device will not be returned to the manufacturer for evaluation (it was discarded by facility). A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A similar complaint trend review determined a similar complaint reported by the same facility. Possible root cause maybe over pressurizing the lumen and causing the catheter wall to fail. However, without receiving product to evaluate, we are unable to definitively determine a root cause for this complaint. The july 2007 15-month piccs, valved complaint trend report for this failure mode was reviewed and no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
In 2007, it was reported to boston scientific corporation that a vaxcel PICC which was implanted for therapeutic purposes in a pt on the month before, had developed a leak approx two inches from the insertion site. On approx two months after the original date, follow up info received revealed that this leak was distal to the suture wing. The pt developed swelling and edema. The pt was treated with topical antibiotics and bandages. The product was then replaced with another vascel PICC. There were no further complications reported with this event.